Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with user error.

Event description:
It was reported the patient lost therapy due to not charging the ipg. The issue was resolved through battery replacement.